Event description:
New information received stated that the pacemaker was explanted and replaced on (B)(6) 2020. The patient's condition was fine during and following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via melin.net transmission. It was noted that the battery voltage was low but the elective replacement indicator had not triggered. Upon further investigation, it was determined that there was a discrepancy in the recorded and displayed battery voltage causing the lack of device alert. There were no adverse consequences to the patient. The patient was scheduled for a device change procedure.

Manufacturer narrative:
The reported event of lack of elective replacement indicator (eri) was reported. Final analysis found the eri flag was not triggered at the time of the reported event because the voltage was above set eri trim value. The device was tested on the bench and no anomalies were found.